Event description:
New information noted that the device was reprogrammed and the patient medication was increased. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received multiple shocks and anti-tachycardia pacing for atrial fibrillation with rapid ventricular response rhythm. The patient was given medication.